Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to flattened dome switches. There was no unlocked keypad connector. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button was sticking. The customer's blood glucose was 133 mg/dl at the time of incident. The customer also stated that the esc button was hard to push. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.